Manufacturer narrative:
Occupation ni (B)(6).

Event description:
The customer's mother complained of a questionable inr result from a coaguchek meter serial number (B)(4) compared to an unknown laboratory method. The meter result was 4.8 inr. Within 7 hours the result from the laboratory was 2.7 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The laboratory result was used to make any medical decisions. There was no allegation of an adverse event. The customer does not have hematocrit concerns, had no symptoms of high blood pressure, does not have antiphospholipid antibodies, and is not on any other anticoagulants. The customer is on a high-calorie diet. The customer meter and test strips were requested for return. The customer strips were returned. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.